Event description:
It was reported that the tubing had a hole and leaked normal saline (ns). The patient and/or the healthcare provider was exposed and/or splashed with the normal saline. It was stated that no harm occurred because this was just saline. It was further confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to either the patient or the caregiver.

Manufacturer narrative:
The customer¿s report that the tubing had a hole and leaked while infusing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted one small tear on the tubing above the check valve component. The tear was jagged and uneven at the tear site and was measured to be 0.007 inches wide. Three small punctures were also observed on the product¿s packaging pouch. No other damages or anomalies were observed. Functional testing confirmed leaking from the tubing tear. The root cause of the tear could not be determined.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing had a hole and leaked normal saline. The patient and/or the healthcare provider was exposed and/or splashed with the normal saline. It was stated that no harm occurred because this was just saline. This did not impact patient care.